Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose level reached 27 mmol/l (486 mg/dl) while the pod was worn between 5 and 24 hours on the arm. The pink slide did not move forward indicating that a needle mechanism failure occurred. In addition, the patient reported that the pod gave a hazard alarm while it was being used. Details regarding treatment were not reported. The pod was discarded.